Event description:
It was reported that the customer experienced low blood glucose (bg) levels below 54 mg/dl. Bg cause was not known. The customer consumed carbohydrates to address low bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.